Event description:
Rn was inserting the IV and the patient complained of pain. The needle was in the vein as evidenced by a flush of blood but rn felt resistance when trying to advance the catheter. When it was disconnected that the catheter would not thread through the patient's skin.